Event description:
Boston scientific received information that the right ventricular (rv) exhibited low out of range (oor) shocking lead impedance (sli). It was noted that the patient recently underwent a left ventricular assistive device (lvad) procedure. Additional information indicated that this lead was evaluated and was found to be within normal range. At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.